Event description:
It was reported that during use of bd max¿ cdiff (us), a false positive patient result with an unusual pcr curve was obtained. Sample was repeated and was c. Diff negative. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.